Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: one photo of a loose 3ml syringe with needle attached and clear fluid droplets inside was received and evaluated. It was observed there was a lengthwise crack present in the barrel extending from the 0.5ml to the 2ml marking, which was rejectable per product specification. Potential root cause for the cracked barrel defect is likely associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that barrel was noticed to be cracked upon opening of packages. Caller reported [cracks in the syringe after opening packaging. Number of occurrences - [4]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn (B)(4). Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. (Contact: (B)(6)). Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required."